Event description:
In march 2006 the lay user/patient contacted lifescan alleging that the one touch basic has been displaying "not ok" during testing for the past 6 months. The customer care advocate verified that the test strip was not moved during test. The medical affairs specialist sent a letter on march 13, 2006 since the patient cannot be reached by the telephone. On an unspecified date/time the pt was feeling dizzy and went to the emergency room. Prior to receiving any medical attention, the pt had food/drink. At the emergency room, the pt was treated with orange juice but indicate if her blood glucose was tested at the hospital. It would be helpful to know the following: if the pt stopped testing or used a backup meter when the issue started, when the pt developed symptoms, if the pt made any changes to her diabetes management due to the inablity to test, and the pt's blood glucose results at the hospital. The customer care advocate (cca) discovered that the pt was improperly cleaning the meter and reviewed proper testing technique. The pt did not have a check strip or control solution to perform quality control tests; however, the cca walked the pt through troubleshooting but the issue was not resolved. This complaint is being reported because the pt had problems using her glucose meter, developed symptoms, and required medical treatment at the hospital. The meter, test strips, and control solution were replaced.